Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was rewound, loaded, primed, and exercised with no alarms occurring.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.